Event description:
It was reported that during esophageal surgery there was no output in either chamber. Physician suspected loss of output could be due to artifact. Capture threshold, impedances, and sensing were all normal. Device remained implanted. Patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.